Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient informed the csr that she tests her blood glucose 3x/day and manages her diabetes with a set dose of "30/70 novolin" insulin (26 u in the morning and 18u in the evening). On (B)(6), 2011 at 10pm, the patient claimed she obtained an alleged high blood glucose reading of "10.4 mmol/l (187 mg/dl)" with the subject meter. The patient felt the result was high because she typically obtains blood glucose readings in the "6.5-7.0 mmol/l" range. The patient reported that she took her usual dose of insulin (18 units of 30/70 novolin) and went to bed. Approximately 4 hours later, the patient claimed she woke up sweating and feeling weak and "bad"; symptoms she associated with a low glucose. The patient denied testing her blood glucose at the onset of symptoms; however, treated herself with glucose tablets, food and juice. The patient confirmed she felt better after the self-treatment. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.